Event description:
Approximately one (1) month after the index procedure, the pt returned with a sub acute thrombosis (sat). Changes were noted in the ECG. Thrombus was found in-stent and proximal to the stent. The physician was unable to cross the lesion with a guidewire. Heparin was administered, and flow was restored. The physician commented that the stent did not cover the target lesion because of the bend. He also commented the stent was underdeployed as a possible cause of the sat.